Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing of noise, loss of capture (loc) and high out of range pacing impedance measurements of greater than 2000 ohms. A revision procedure was performed where the rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.